Manufacturer narrative:
D4 - part number and lot were unknown by reporter so the model number, lot number, UDI, and expiration date are not able to be reported. D6a - the index surgery was unknown by the reporter so the date implanted is not able to be reported. H4 - the lot number was unknown by the reporter so the manufacture date is not able to be reported.

Event description:
A patient had previously received unicompartmental knee arthroplasty. On (B)(6) 2025, a tibial condyle fracture was discovered. On (B)(6) 2025, the patient was revised to add a bone plate to reinforce the fracture.